Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical product: embolic protection: spiderfx . The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to perform a femoral popliteal graft in the femoral artery. An unspecified non-abbott embolic protection device was placed distally to the lesion and a 3.5 x 38 mm xience alpine stent was implanted. However, when the embolic protection device was retracted, it became caught with the stent and pulled the stent out of the lesion into healthy tissue. The stent became longitudinally crushed; therefore, the stent was removed surgically. The procedure was ended after surgery. There were no attempts to repair the vessel that was originally stented. There was no adverse patient sequela reported. A user facility medwatch form was received containing additional information: following stent placement, when the filter was retrieved it got caught on the stent and displaced and collapsed the intecrity of the stent; resulting in right leg pain and absent pulses. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported crushed stent (material deformation) was confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (B)(6) with reference vessel diameters of 2.25 mm to 4.25 mm. There is no indication of a product quality issue with respect to manufacture, design or labeling.